Manufacturer narrative:
The immucor laboratory was unable to test a blood sample, because the blood sample was not available for further investigation. Retention product could not be evaluated because the product had already expired before the customer had originally contacted immucor.

Event description:
On 15jul2016, an (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (4) on a galileo neo instrument, when tested on (B)(6) 2016.